Event description:
Transmission data integrity. Patient has a medtronic ilr [implantable loop recorder] device that is enrolled and connected to the medtronic carelink site appropriately. Alert transmission received on [redacted]. The transmission pdf came overpopulated with a red x in the middle of an arrhythmia tracing on page 4 on pdf. Manufacturer response for remote monitoring platform, carelink (per site reporter).